Event description:
It was reported that the patient has svt due to af with rvr. Upon review of egms, the physician identified a vf episode that was appropriately treated and several vts that also received therapy. First shock was delivered for true vt but accelerated the rhythm, second shock was ineffective. The third shock converted the patient to nsr. The physician believes the device is working properly and will administer pharmacology therapy to avoid sudden onset of arrythmia.

Manufacturer narrative:
No medwatch form was received.